Event description:
It was reported to boston scientific corporation that a jagwire precursor was used during a stent placement procedure performed in 2005 (female patient; weight is unknown). According to the complainant, during the procedure, the ptfe coating broke off from the guidewire (2.5mm in length). The coating was retrieved from the bile duct into the duodenum. The coating was expelled from the patient via normal peristalsis. Another guidewire was used to complete the procedure.

Manufacturer narrative:
The visual inspection reveals the distal tip of pebax is missing, exposing the tip of the corewire. A 5 mm section of the pebax after removal during analysis exposing a larger section of the corewire reveals the presence of adhesive. The entire corewire is present. The corewire is not fractured. The wire is within o.d. Specifications measuring an average o.d. Of .029" this is within drawing specification. The pebax length measures approximately 5 cm in length. The corewire length is within manufacturing specification. The reported lot has met all specifications relevant to complaint upon lot release. The device history record has been reviewed per the requirements of manufacturing procedures and found to meet all requirement.